Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) level ranging from 42-46 mg/dl. Reportedly, the cause was unknown, however contact believes the cause was possibly due to hormones. Customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.